Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event, of the system monitor shutting off intermittently and missing data on the screen, was not confirmed. The returned unit was operationally checked with a reference heartmate system. No issues were observed. The unit was functionally tested and passed. No fault was found with the returned system monitor. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor (part number (B)(4)) was built in dec2016. The packaged system monitor (part number (B)(4)) was placed into inventory on 04jan2017. The unit was processed back to inventory on 29jun2017. The unit was shipped to the customer on 21may2018.the unit had no previous services. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (setting up the system monitor for use with the power module). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor shut off and when it came back on, there was information that did not show on the screen.